Event description:
It was reported that during a procedure of the diffused, moderately calcified, proximal circumflex artery, the xience stent delivery system (sds) could not advance the lesion. As the sds was being retracted, the proximal shaft was noted to have separated during removal. It was noted that the physician applied excessive force during the multiple attempts to advance. There was no reported adverse patient effect and the patient remained stable throughout the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: asahi prowater guide wire. Other: 5 fr, 6 fr guideliner. Guide catheter: 6 fr 3.5 ebu guide catheter. Evaluation summary: the device was returned for evaluation. Shaft separation/detachment was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported that excessive force was applied during the multiple attempts to advance/cross the lesion. It should be noted that the xience prime everolimus eluting coronary stent system states, applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is likely that the shaft became kinked/bent during the procedural attempts to advance/cross the lesion and subsequent application of force contributed to the shaft separation/detachment. Based on the information reviewed, there is no indication of a product deficiency.